Event description:
The device was in back-up vvi mode with no therapy available and it could not be interrogated. Intermittent pacing was observed on the ECG. The egms also revealed noise and diminished sensing and impedance. In (B) (6) 2009, the patient had 147 vf episodes with therapy delivered and another 47 vf episodes three months later, also with therapy. Sjm staff was not informed of these events. Due to patient's age, cardiac and mental condition, the device remains implanted.